Event description:
Customer reported a problem with her freestyle flash blood glucose meter. She reported receiving "an error-3 message" and "because of that, unable to test." She experienced the following symptoms: lightheadedness and dizziness. She drove to mary mount hospital where her glucose level was 34 mg/dl. However, she reported they gave her insulin to counteract the event, and she was reportedly diagnosed with dka (diabetic ketoacidosis).

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.